Event description:
Swelling of the knee [knee swelling]. Case narrative: initial information received on 21-sep-2021 regarding an unsolicited valid serious case received from a physician from united states. This case involves a 45 years old male patient who experienced swelling of the knee while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Patient had used synvisc one for oa (osteoarthritis) knee pain at least 15 previous times. On an unknown date, the patient received hylan g-f 20, sodium hyaluronate injection, liquid (solution), 48 mg/6ml (dose, route, frequency and batch number unknown) for osteoarthritis knee. On an unknown date, after latency of 1 day, patient presented to the physician with swelling of the knee (joint swelling; seriousness criteria: intervention required) and physician took out the hylan g-f 20, sodium hyaluronate and gave patient oral steroids. Action taken: not applicable. Corrective treatment: oral steroids (swelling of the knee). At time of reporting, the outcome was recovering / resolving. A product technical complaint (ptc) was initiated on 22-sep-2021 for synvisc one (lot number unknown) with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA was required. Final investigation was completed on 12-oct-2021 and conclusion was summarized as no assessment possible. Follow up information received on 22-sep-2021 from other healthcare professional. Ptc number added. Additional information was received on 12-oct-2021 from other healthcare professional. Ptc results received and processed. Formulation, strength added.

Event description:
Swelling of the knee [knee swelling]. Case narrative: initial information received on 21-sep-2021 regarding an unsolicited valid serious case received from a physician from united states. This case involves a (B)(6) male patient who experienced swelling of the knee while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Patient had used synvisc one for oa (osteoarthritis) knee pain at least 15 previous times. On an unknown date, the patient received hylan g-f 20, sodium hyaluronate injection (dose, route, frequency and batch number unknown) for osteoarthritis knee. On an unknown date, after latency of 1 day, patient presented to the physician with swelling of the knee (joint swelling; seriousness criteria: intervention required) and physician took out the hylan g-f 20, sodium hyaluronate and gave patient oral steroids. Action taken: not applicable. Corrective treatment: oral steroids (swelling of the knee). At time of reporting, the outcome was recovering / resolving